Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible device. Additional information was received that the explanted ipg was kept by the hospital and will not be returned.

Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible device.

Manufacturer narrative:
Exact date unknown, event occurred in the past three months from the date the manufacturer became aware of the event.